Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-05877 / 05878).

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient¿s right hip was revised on (B)(6) 2014 and (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2014-05877 /-05878 /-07100 /-07101).

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient's right hip was revised on (B)(6) 2014 and (B)(6) 2014 due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received indicates that the patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 due to pain and elevated metal ion levels. The modular head and taper adapter were removed and replaced. There has been no revision reported for the right hip.